Event description:
Complainant alleged that medics arrived upon the scene of a pt (age unknown) who had been sitting in a pickup truck awaiting treatment. The pt was diaphoretic, cyanotic and was in mild distress. The pt was a diabetic who was non-compliant with medication and had a myocardial infarction approx one-year-ago. Pt had taken three or four inhalations from the nitro inhaler, which offered some relief. The pt was moved from the vehicle to the stretcher with little assistance or effort. The pt "felt better". The medics then began transport of the pt to a nearby hosp. The device was attached to the pt to commence a complete assessment, as the defib electrodes were attached it was found that the pt was in ventricular fibrillation. The user attempted to deliver energy to the pt, however the device displayed a "poor pad contact" message and failed to discharge. The paramedic's procedure for a failure of this nature was followed: the paramedic assured that the electrodes were adhered tightly to the pt, and that the electrodes did not move. The device delivered energy to the pt successfully at this time (joules unknown). The energy was increased, the device was charged, however displayed a "poor pad contact" message and failed to discharge a second and third time. The paramedic assured that the electrodes were adhered tightly to the pt, and that the electrodes did not move and attempted to discharge again, however the device displayed a "poor pad contact" message and failed to discharge. The pt was pronounced deceased upon arrival to the hosp.